Event description:
It was reported that, on literature review ""type of intertrochanteric fracture and choice of internal fixation screw"", two (2) patients who underwent primary implantation with a dynamic compression hip screw and plate to treat an intertrochanteric fracture, demonstrated a femoral head and neck shortening confirmed by radiographic assessment conducted in a posoperative period between six (6) and eighteen (18) months. Any measures taken to resolve this outcome are not known. The clinical course of these pateints is not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Deng, j. F., zhou, s., & niu, q. H. (2012). Type of intertrochanteric fracture and choice of internal fixation screw. Chinese journal of tissue engineering research, 16(48), 8976. Doi: 10.3969/j.issn.2095-4344.2012.48.009.

Manufacturer narrative:
The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to procedural/user error, surgical complication, fit/sizing issue and/or healing factors. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.